Event description:
Reported issue: the doctor found cuff leakage when during use on a patient. A new one was used. No impact on patient.

Manufacturer narrative:
Qn#(B)(4). Since there is no sample returned for investigation, one set of representative samples was retrieved from production lot for investigation purpose. Visual inspection was performed on the production representative sample and there is no defects found during investigation. Cuff pressure of the current production representative sample were then tested and both tracheal clear cuff and bronchial blue cuff pressures were observed to be maintained at 25 mbar. A water leak test was then conducted on the production representative sample. No air bubbles were observed flowing out from both tracheal clear cuff and bronchial blue cuff. Based on the investigation conducted, the complaint on this complaint mode could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the doctor found cuff leakage when during use on a patient. A new one was used. No impact on patient.